Manufacturer narrative:
(B)(4). The analysis results confirmed that the devices were returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade cracked and broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.

Event description:
It was reported that during a gyn procedure, there were two devices used, during activation with the first device the active blade broke, the piece was in the surgical field and not in the patient, the second device was then used and again the blade broke over the sterile field. They completed the procedure with a new like device. There was no patient consequence reported.